Manufacturer narrative:
The investigation is ongoing.

Event description:
Patient complained about pain post surgery. Surgeon determined the jaw to be instable and a revision surgery was performed.

Event description:
Patient complained about pain post surgery. Surgeon determined the jaw to be instable and a revision surgery was performed.

Manufacturer narrative:
Root cause investigation concluded devices met specifications. Surgeon did not believe the event was caused by the implant, rather by patient's biology. No exact root cause could be found.